Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed the infusion set site and resumed insulin delivery and received another occlusion. The cartridge, infusion set tubing and site were changed. The occlusion was resolved. The customer's blood glucose (bg) level was 268 mg/dl and a bolus via the pump was delivered to lower the bg to 95 mg/dl (target range). As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.